Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01078. This report is being submitted as additional information. Approximate age of device (calculated from manufactured date) ¿ 4 months. Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the log file. The log file revealed that on (B)(6) 2018, both cables were disconnected causing a no external power alarm. This alarm lasted 6 seconds until the black cable was reconnected to the mpu. The root cause of the no external power alarm was due to both cables being disconnected at the same time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the cause of the no external power event on (B)(6) 2018 could not be confirmed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power event on (B)(6) 2018 at 6:34:42 pm. No additional information was provided.